Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, there was decreased pacing impedance, some high ventricular rate episodes, and out of range capture observed on the right ventricular (rv) lead. Technical support was contacted and recommended lead provocation. The patient was stable with no consequences and will continued to be monitored.

Event description:
Additional information was received indicating lead provocation tests were performed minimally reproducing noise on the right ventricular lead. No intervention was performed and the physician elected to monitor the patient. The patient was in stable condition.